Event description:
Boston scientific received information that during implant, all measurements were appropriate. After pocket closure, noise and impedance measurements were noted greater than 2500 ohms. When programmed to bipolar, the measurements were appropriate. When the pocket was reopened, it was observed that the connection was loose. The lead was reinserted into the device and all measurements were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.